Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the ECG "a" & "b" cable was severed and ECG electrodes "b" and "c" were severely damaged. The root cause for the damaged cable and ECG electrodes was extreme physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.